Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 71-year-old male patient (130kg) underwent an idiopathic ventricular tachycardia (idvt)/ aortic sinus cusp (asc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cerebrovascular accident requiring prolonged hospitalization. After the procedure, the patient was discovered to have had a stroke. The patient had speech issues the evening after the procedure was completed and the stroke team was called in. After performing a computed tomography (CT), neuro deemed the patient to be fine and that he was recovering from anesthesiology. The patient was initially determined not to have had a stroke. The patient had hypersexualized symptoms the next day (B)(6) 2022) and a stroke was confirmed with a second CT. No medical intervention was provided and that the patient was recovering. The patient was reported to be in stable condition and that all issues were going away. The physician did not know why the stroke occurred. Additional information was received on the event. On follow up, the patient was reported as fully recovered. The patient did require extended hospitalization because of the adverse event.